Event description:
A physician reported a patient who was initially skin tested on 6 september 1995 with negative test results. The patient had a history of multiple treatments between the time of her initial skin test and 30 september 1998. On 30 september 1998, the patient was treated in the upper vermilion border and the right and left cheeks without event. On 6 october 1998, the patient was examined and the physician noted edema, erythema, and bruising at the right cheek. No symptoms were noted in the other treatment sites. The physician prescribed oral prednisone x 6 days. On 8 october 1998, the patient was examined and the physician noted scabbing at the right cheek, and the patient complained of a burning feeling at the same site. On 13 october 1998, the patient was examined and complained of stinging and burning at the right cheek; the physician prescribed oral keflex x 7 days. On 14 october 1998, the patient was examined and the physician noted edema, erythema, and scabbing at the right cheek. On 16 october 1998, the patient was examined and the physician noted continued edema at the right cheek; on 20 october 1998, the pt was examined and the physician noted continued edema at the right cheek; the physician prescribed oral prednisone x 6 days and oral keflex x 7 days. On 21 october 1998, the patient was examined and the physician noted continued but improved bruising and edema. On 26 october 1998, the patient was examined and the physician noted erythema and edema at the right cheek treated sites; the physician prescribed duoderm patch. On 28 october 1998, the patient was examined and the physician noted continued but improved erythema of the right cheek treatment area. On 30 october 1998, the patient was examined and the physician noted erythema and an eschar at the right cheek; the physician prescribed topical polysporin cream with duoderm patch to the right cheek. On 27 january 1999, the patient was examined and the physician noted erythema, with continuing healing, at the right cheek. The physician reffered the patient to a plastic surgeon for scar repair of the area on the right cheek. On 15 march 1999, the patient was examined and the physician noted slight erythema at the right cheek. On that same date the patient was given an additional skin test for collagen in the left forearm. On 5 may 1999, the patient was examined and the physician noted continuing but improved edema, and a negative skin test in the left forearm. On 16 june 1999, the patient was examined and the physician noted continuing but improved edema at the right cheek. On 23 june 1999, the patient was examined and the physician again referred the patient to a plastic surgeon for scar repair of the right cheek. The physician's diagnosis was "non-hypersensitivity reaction to collagen".